Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken white connector nut was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no additional files were associated with the event. Per additional information, the controller was disposed. The root cause of the reported damage to the system controller was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to not use any equipment that appears damaged or worn. Users are urged to replace damaged equipment with new components. The heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the white screw nut of power cable is broken. The controller was exchanged. The controller is already disposed and won't be returned.